Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the moderately tortuous, moderately calcified, 80% stenosed mid left anterior descending (lad) artery. The vessel diameter was reported as 2.75 mm. The physician inserted a maverick2 balloon which stuck in the jl4, 6f catheter. It would not come out through the catheter, so the physician removed the balloon system with the catheter and wire. He then reinserted the wire and catheter and advanced a different maverick 2.5 x 20 mm balloon in the mid lad and pre dilated the vessel. The physician then requested a taxus express 2 2.75 x 28 mm drug eluting stent and he found the end of the stent was crushed. He used a different taxus express2 2.75 x 28 mm stent which he implanted without any problems. This stent was not post dilated. No pt complications were reported. Plavix was administered for follow up.